Event description:
The patient was enrolled into the reprise iii - lotus edge nested registry with patient identifier (B)(6). It was reported that, the same day as the aortic valve implant procedure, the patient developed complete heart block. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of the index procedure. The patient received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and then a 23 mm lotus edge valve was inserted however not-implanted. The initial 23 mm lotus edge valve was upsized to a 25 mm lotus edge valve which was deployed successfully. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. No conduction disturbances were noted post balloon valvuloplasty. On the same day as the aortic valve implant procedure, the patient developed transient complete heart block and was placed on temporary pacing. The patient also developed accelerated junctional rhythm, av dissociation and premature ventricular complexes. Right bundle branch block (rbbb), left anterior fascicular block, bifascicular block also noted. One (1) day post aortic implant procedure a permanent pacemaker was implanted and the event was considered to be resolved. Two (2) days post aortic implant procedure the patient was discharged on aspirin and clopidogrel.